Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The expandable sheath or a photo of the device was not returned for evaluation and the complaint for sheath shaft ¿ resistance with delivery system was unable to be confirmed. A review of complaint history and the applicable manufacturing mitigation did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing process the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections support that it is unlikely a manufacturing non-conformance was related to the complaint which would be present on the device. Push force upon advancement of the delivery system can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Additionally, procedural factors such as improper flushing/wetting of the devices, incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile), incomplete or misaligned valve crimping, and incomplete advancement of the loader may result in difficulty inserting the delivery system through the sheath. The patient¿s access vessel minimum luminal diameter (mld) measured 6.1mm and was moderately calcified. Calcification in the vessels can constrict the esheath, which can make it difficult to advance the delivery system through the sheath. The device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. In this case, patient/procedural factors (calcification) may have contributed to the resistance felt when the delivery system was inserted. Furthermore, the dissection at the access vessel was likely caused by the vascular closure device as described in the initial report. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event (sheath shaft ¿ resistance with deliver system, bc). No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category ¿vascular and access site related complications¿ did not exceed the october 2017 control limits. Review of complaint history revealed that the occurrence rate for the trend category ¿resistance between devices¿ exceeded the october 2017 control limits. However, a presence of a product/manufacturing non-conformance was unable to be determined. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, difficulty was experienced while advancing a commander delivery system with a 26mm sapien 3 valve through a 14fr esheath. There was no difficulty noted during sheath insertion. The delivery system/valve was inserted into the sheath and during advancement beyond the femoral head and into the external iliac there was some resistance noted and after a couple of attempts the delivery system was able to ¿get through¿. The valve was deployed in good position. After the sheath was removed and upon perclose small narrowing on the right side of the iliac was noted. An angiogram revealed some flow, approximately 50% was closed and a slight dissection was noted. The physician repaired the artery with a balloon and stent. The patient was stable. Both devices were discarded. There was no difficulty noted during sheath insertion, the loader was fully inserted into the sheath/sheath housing, the sheath was not inserted at a sharp angle and resistance was felt above the femoral head on the right site. The patient's access vessel minimum luminal diameter (mld) measured 6.1mm. The vessel was moderately calcified and no tortuosity was noted.